Event description:
The customer reported that the device did not shock as expected. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device did not shock as expected. There was no report of patient impact or involvement. The device was evaluated locally, and multiple parts were replaced to address the issue. We cannot determine the exact cause because multiple parts were replaced.